Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported he experienced a loss of therapy and not feeling stimulation. The therapy worked fine for the first five days. He still had leakage. A sudden change in therapy was noted. It was indicated that therapy was off on the day of reported and patient was instructed to turn it on. Patient reported he was feeling stimulation in the correct area. He was using the device on/off key and thought he was controlling the programmer. He has appointment on (B)(6) with healthcare provider. It was also reported that there was a poor communication screen on the patient programmer (pp). The patient was instructed to secure the antenna and sync with the implantable neurostimulator (ins) and reported issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.